Event description:
Ibc from mother and pt, states freedom pump is broken, spring inside broken. Pt states he got about 40 mis infused they called md who recommended that they stop infusion and continue tuesday. Serial number unknown. Did the product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No, only delayed infusion. Is the actual device available for investigation? No, pump is being returned. Did we replace the device? Yes. Did the patient have back up device they were able to switch to? No. Reported to cvs/caremark by pt/caregiver.